Manufacturer narrative:
(B)(4).

Event description:
It was report that the patient received inappropriate anti tachycardia pacing and high voltage therapy for a super ventricular tachycardia rhythm. Reprogramming was recommended.